Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor cannula was fractured. Customer¿s blood glucose was 5.9 mg/dl. The customer reported that the sensor fractured and was most likely the result of a sensor retraction. The customer was advised an x ray which will be able to locate a sensor in the body. The customer declined troubleshooting and advised rarely sensor cannula will be in customer. The customer reported that there was bleeding in her stomach very painful. The insulin pump will be returned for analysis.